Manufacturer narrative:
Additional information was added to h4, h6 and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported (2) large volume folfusors under infused. The device was filled with 12g flucloxacillin with a citrate buffer in 230ml of 0.9% sodium chloride (nacl). There was no patient injury or medical intervention associated with this event. No additional information is available.